Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Reason for reoperation: "cracked gel."

Event description:
Healthcare professional reported left side "cracked" gel implant. The device has been explanted.